Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced scrotal infection due to not taking his prescribed medication after the procedure. A surgical intervention was performed, during which antibiotics were administered intravenously and incorporated into the irrigation. The existing ipp was removed, and a new malleable device was implanted, and postoperatively, antibiotics were prescribed. No device issues and no additional patient complications were reported.